Manufacturer narrative:
(B)(4). The customer reported that they cross checked flow sensor, exhalation valve body, exhalation diaphragm, but problem is not solved. Carried out all transducer tests, all test are failed. The customer also reported that they tried to do transducer calibration, and all calibration are failed. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, motor fault, transducer fault and high positive end-expiratory pressure alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.